Event description:
Patient here for partial nephrectomy on [redacted]. Patient interviewed and anesthesia/procedural consent verified. Room set up and ready to go. Patient in room at 3:35 pm, patient then put to sleep without issue. Patient prepped and draped in normal sterile fashion. Procedural time out achieved prior to incision, and everything confirmed prior to incision. 4:00 pm rn went to hook up davinci cords and camera as per normal, camera showed a fault on the davinci tower. At this point, we spent the next 45 minutes troubleshooting the camera and on phone with intuitive support. It was deemed by intuitive support that there was a nonrecoverable fault within the camera, and it is unable to be fixed. Other devinci equipment used in earlier cases and in sterilization process. Due to the nature of the patient's case, we could not continue with the operation nor convert. Md broke scrub and immediately spoke with patients' family about the scenario. It was agreed with family, that the best recommendation would be to wake the patient up and reschedule. Family was understanding. At this point, patient closing commenced, and all counts were correct at end of procedure. Patient woken up and transferred to recovery at 5:07 pm without trouble.